Event description:
It was reported that a patient presented with inappropriate anti tachycardia pacing resulting from incorrect interpretation of signal. No information regarding intervention or adverse patient consequences were reported.